Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer email received stating: "packaging really difficult to open. Did manage to use it in the pt, however it seemed the inner and outer packets were somehow fused together."